Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. One day after the onset of event, the patient was treated with intravenous (IV) vancomycin injection (every 5th day, ongoing), ceftazidime injection (everyday, discontinued), amikacin injection (everyday, discontinued) and IV injection of meropenem (1 gram daily, ongoing) for the peritonitis event. At the time of this report, the patient remained hospitalized and was recovered from the event. Fifteen days after event onset, the pd catheter was removed and the patient was switched to hemodialysis therapy. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.